Event description:
The device was used during a laparoscopic cholecystectomy procedure. The clips slipped off the duct. The surgeon used another instrument to complete the procedure. No pt injury reported.